Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/25/2015-device evaluation: a retained cartridge was evaluated by product analysis on (B)(4) 2015 with the following findings: a retain sample from the same lot number was tested. No failures were observed during the cartridge lot review. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed; a leak test was performed with no leaks observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on (B)(6) 2014 was 67 mg/dl with severe dizziness and unsteadiness when standing and walking. A loss-of-prime issue was reported. It was reported the cartridge had not been changed since the issue occurred and the patient primed 0.7 units of insulin while attached. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. Reportedly, the patient was going through puberty. This complaint is being reported because the alleged hypoglycemia was attributed to a use error related to a cartridge malfunction.